Manufacturer narrative:
On (B) (4) 2010: this event concerns a device that was manufactured and used outside the united states. In response to warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4).

Event description:
Connection issue at implant.